Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, a fault popped up on the touch screen monitor and after the vessel sealer instrument was removed from the cannula, the blades fell off when the jaws were opened. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, blades fell off; however, failure analysis found that the snakewrist was dislodged. The cable assembly was found broken at the snake wrist. The broken cable segments were various in lengths. The motion was no longer intuitive due to the cable breakage. The vessel sealer instrument blade was not exposed. The vessel sealer blade and cable were still intact. The blade was not bent and the cable was still straight. The light biodebris was found at the grip assembly. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.